Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that approximately 11 years following an intraocular lens (iol) implant procedure, the iol was exchanged for a different model due to the iol being dislocated. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned wrapped in surgical gauzes. Solution is on the lens. The lens was cleaned with lphse for further evaluation. No haptic or optic damage was observed. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint of "exchanged due to dislocated". (B)(4).